Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps (fbf) instrument conductor wire insulation was damaged. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the grip hub. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Components adjacent to the damaged wire insulation did not show damage.

Event description:
Refer to h10/h11 for follow-up information.